Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that the patient had not had previous surgeries to revise. The reverse was their primary surgery that had dislocated. The surgeon reduced the shoulder after dislocation but had not gone back in to revise any components. The glenosphere was not being revised.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's shoulder had dislocated a couple of times after their reverse total shoulder. Surgeon believed they had not been using their post op bracing correctly and may have some soft tissue laxity. The surgeon decided to revise the spacer implant to a larger size to tighten up the joint space. The surgeon removed the spacer implant and replaced with a larger size and checked range of motion for stability. Doi: (B)(6) 2020; dor: (B)(6) 2020; left shoulder.